Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels and stated there may be an issue with her site. Blood glucose level at the time of the incident was 279 mg/dl, which was treated with manual injections. The caller reported that she recently had a blood glucose level of 142 mg/dl. The customer reported that the site was bleeding at the time of the call. The customer confirmed being on medication that may cause bleeding. The customer stated that the insulin pump's batteries were draining faster than usual. The alarm history showed a bad battery alert and a no delivery alarm. The caller was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.